Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (15.0 mg/ml at 8.43 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the pump was loose and there was an issue trying to refill the pump because the pump had flipped. The pump was manually flipped back and the pump was refilled in (B)(6) 2015. The patient felt like after that appointment it flipped back over. The patient had surgery on (B)(6) 2016 to reattach the pump properly and had a bandage (steristrips) over the incision. Follow-up was being conducted to obtain the event date, troubleshooting performed, and cause of the pump being loose. If additional information is received, a follow-up report will be sent.